Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for a post biopsy bleed of the colon, performed on (B)(6) 2025. During the procedure, the clip was opened a few times, but the end stages of deployment were not heard. The clip then failed to open several times, prompting the nurse to retract it through the scope and replace it. The clip appeared to be prematurely deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2: b5 has been updates based on the additional information received on august 14, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for a post biopsy bleed of the colon, performed on (B)(6) 2025. During the procedure, the clip was opened a few times, but the end stages of deployment were not heard. The clip then failed to open several times, prompting the nurse to retract it through the scope and replace it. The clip appeared to be prematurely deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on august 14, 2025: the clip did not release from the catheter; it was opened and closed, then removed.